Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer incurred an error message when being powered on. Recycling the power would not clear the error. The programmer will be returned. There was no patient involvement.